Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia up to 375 mg/dl for approximately 20 hours while using the ilet with an infusion set and cartridge, and the care team identified that the luer connector was attached improperly, preventing insulin flow through the tubing; back-up therapy with subcutaneous insulin injections was used while connected, and the patient later disconnected for an outside injection, reconnected, and changed supplies. Symptoms included sustained high blood glucose without ketones and without acute complications. Outcomes included no hospitalization, no professional medical intervention, and resolution after replacing the infusion set and correcting the connector attachment. Investigation included complaint handling with user interview and troubleshooting and education. Investigation of this case revealed an infusion set deployment/connection issue that obstructed insulin delivery, confirmed when insulin could not be pushed through the tubing and resolved after changing supplies. It was concluded that the event was due to user-related infusion set connector misattachment that led to inadequate insulin delivery, which was corrected with supply replacement and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.